Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wfa for liver cancer, the unit worked properly but an error "a trip due to return output" was displayed. It was restarted several times but it did not work. The antenna is normally punctured in the tissue so we request that the generator to be investigated. The procedure was cancelled and converted to peit. No patient harm was reported.